Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ilet therapy experienced ongoing glycemic variability with home blood glucose readings up to 251 mg/dl and down to 59 mg/dl while also using a nightly lantus basal tether per healthcare provider guidance; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included the need for intervention with oral glucose and continued subcutaneous insulin administration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to associate the event with a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.